Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be filed upon completion of the evaluation.

Event description:
It was reported that the customer received multiple, intermittent cartridge alarms (cartridge alarm 19) with multiple cartridges during basal delivery. Customer's blood glucose level was 273 mg/dl, which was addressed by changing the cartridge and resuming insulin therapy. The customers bg level was 288 mg/dl the next morning, which was addressed with correction bolus delivery. The customer's bg value was back to target level. Reportedly, the customer was able to load a cartridge successfully.